Event description:
Customer reported the set leaked during an etoposide infusion. Customer stated the leak was at the connection of the burette to the drip chamber. No pt harm or medical intervention reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The report of a set leaking could not be confirmed because the set was discarded by the customer. The root cause of this failure could not be identified.